Event description:
User stated that during a surgical procedure an introducer was being used. The user alleges the introducer malfunctioned causing a piece of the device to become lodged in the pt's lung.